Event description:
The user facility reported that they experienced a complete loss of image during an unspecified procedure. The procedure was said to have been cancelled. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, but was provided no add'l info regarding the alleged event. The device referenced in this report was not returned to olympus for eval. Review of the instrument history showed that the subject device was originally sold to the user facility on (B)(4) 1991. The device is considered obsolete and is no longer serviced. The hosp biomedical engineer indicated that he would attempt to repair the device himself. The exact cause of the users experience could not be determined. This report is being submitted as a medical device report in an abundance of caution.